Event description:
It was reported that, during a routine follow-up, this pacemaker exhibited changes in both right ventricular (rv) pacing impedances and pacing thresholds. The impedances were never out of range. Boston scientific technical services (ts) reviewed data from the device and provided troubleshooting recommendations. The physician elected to perform the testing at the next scheduled follow-up. The rv lead is another manufacturer's product. This pacemaker remains in service at this time. No adverse patient effects were reported.